Event description:
We just bought this product off of amazon for my brother who is currently a paraplegic. He's only been using it since 6/5 and yesterday when he was in the shower the clip broke off of it and he fell in the shower. The strucral soundness of this product is very concerning to me. My brother is only 140lbs and does not reach the weight limit. Please let me know as soon as you can what we can do to resolve this issue.